Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use single-ended cleaning brush was getting caught strongly around 13 cm from the suction cylinder to the distal end side. There were no reports of patient involvement.

Manufacturer narrative:
This report was sent in error as the initially reported malfunction would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.